Event description:
It was reported that (1) device was used during a tah procedure. It was reported by the rep that the surgeon everted the skin incision as the scrub tech applied the pxw35 skin stapler. Some of the staples did not form properly. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.